Event description:
Physician reported right side prosthetic rupture. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. Device analysis: visual analysis of the returned device identified: fold creases, yellow particle material found on the shell and one extended opening in the posterior. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: one sharp crease opening assessed as fold flaw opening and a wear abrasion. Based on the device analysis the final assessment is: one sharp crease opening assessed as fold flaw opening. Device labeling: patients should perform breast self-examinations monthly and be shown how to distinguish the implant from their breast tissue. The patient should not manipulate or squeeze the implant excessively. The patient should be told that the presence of lumps, persistent pain, swelling, hardening, or change in the implant shape may be signs of symptomatic rupture of the implant. If the patient has any of these signs, she should be told to report them and possibly have an MRI evaluation to screen for rupture. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Silicone gel-filled implant ruptures are most often silent. This means that most of the time neither you nor your patient will know if the implant has a tear or hole in the shell. MRI examination is currently the best method to screen for rupture.

Event description:
Physician reported right side prosthetic rupture. Device was explanted.